Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they just had the scs device explanted. Patient stated the device caused excruciating pain and they have not been able to sleep in a bed since they got out of the hospital post implant (B)(6) 2024 patient stated she is still sleeping in a recliner and on the couch but she is hoping as soon as her wound heals from explant, she should be able to sleep in her bed. Pt requested to donate her equipment back

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-may-16, information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were in so much pain since implant date. Patient noted they had a follow up appointment with their healthcare provider tomorrow, but they didn't know how to use their equipment and wanted to know how to recharge the ins. Agent reviewed to attend the post op appointment to meet with a manufacturer representative (rep) so they can be given permission to recharge and trained on how to use the external equipment. Later on 2024-jul-15, additional information was received from the patient. It was reported that the cause of the pain was the implant itself. It put pressure on the patient's spine, which made it impossible to sleep on their back. And the patient didn't know how to charge it properly. Ice and pain meds were used to resolve the issue. The patient stated that they knew how to use the device and that was not the problem. Later on 2024-nov-15, additional information was received from a patient that the ins was not functioning as intended. The patient experienced severe pain, inability to sleep, and inability to eat since the time of the implant. The patient was scheduled for an appointment with a healthcare provider to address the issue. The patient was informed that a representative from the company was not guaranteed to be available for the appointment due to a miscommunication by the doctor's office. The patient was redirected to their healthcare provider for further assistance. On 2024-nov-18, additional information was received from a rep. They reported that the ins site was causing the patient pain. A revision surgery was being planned, but a date had not been scheduled yet by the physician.

Event description:
Additional information was received from the patient (pt). They reported that the implant was placed directly on their thoracic spine and so they could not put pressure on their back at all. Pt reported the implant was supposed to be placed in their left buttock. Pt reported the device doesn't work and the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.